Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06771 - device 2 of 6. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany, on (B)(6) 2024, the patient reported that the six infusion set cannula was bent. The site of insertion is abdomen. The length of infusion set is for one day. . Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.